Event description:
It was reported to bsc/target that, "the sentry balloon leaked during procedure half-way up artery." Upon evaluation on 8/07/2002 the balloon was found to be ruptured. Therefore, the complaint was filed with the FDA.